Manufacturer narrative:
The device passed the displacement test, basic occlusion test and prime test. However, the pump was received stuck in motor error alarm loop during bolus delivery, and the motor position encoder error alarm was noted in the alarm history. There was no motion sensor test failure alarm noted. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The excessive no delivery test and occlusion test were unable to be performed, due to motor error alarms. The pump was received with cracked battery tube threads, minor scratched display, cracked case at the display window corner, and with cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call of motor error with their insulin pump. The customer's blood glucose level at the time of incident was unknown. The customer was assisted with troubleshoot. The customer reports a motor position encoder error alarm. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being returned for analysis and replaced.